Event description:
Light was in use during procedure. Doctor caught lighthead and articulating arm was being held by wires. No injuries occurred.

Manufacturer narrative:
Incident occurred during examination of pt. Doctor was able to catch the lighthead and the articulating arm was hanging by the wires. Light that fell was under recall initiated in 2004. Light was manufactured in july 1996. Facility was not aware of recall at the time of incident. Recall paperwork was filled out and a total of 6 arms were replaced.